Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the iliac artery. A 6fx90cm sheath was advanced and an emboshield nav6 embolic protection system with a 014 non-abbott guide wire were advanced though it. An attempt to remove the filter was made; however, resistance between the retrieval catheter and the sheath was felt. A non-abbott guide wire was advanced alongside the retrieval catheter for support, but it was decided to remove the non-abbott guide wire and sheath. An attempt to remove the retrieval catheter with the filter and 014 non-abbott guide wire was made, but resistance with the anatomy was felt and about 3cm of the tip of the guide wire separated. The filter was on the section of the guide wire that separated. An attempt to snare the separated guide wire tip and filter were made but failed. The separated guide wire tip and filter are stuck in the right axillary branch. The patient is being monitored and no additional intervention was performed. No additional information was provided.

Manufacturer narrative:
H6: device coding: 2017 - guide wire/ filter delivery wire selection incorrect. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The IFU violation did contribute to the reported difficulty resulting in additional therapy nonsurgical treatment and for the guide wire tip and filter to remain in the anatomy. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.